Manufacturer narrative:
(B)(4).

Event description:
The lead was positioned to the cs. When the physician closed pocket, the lead fell. The decision was then made to remove the lead and go with dual chamber pacemaker instead. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.